Manufacturer narrative:
Insulin pump received with loose or protruded drive support disk. Compromised forced sensor system alarm during basic occlusion test due to loose or protruded drive support disk. Pump passed displacement test. Unable to perform occlusion test, prime test and excessive no delivery test due to compromised forced sensor system alarm. No motor error alarm noted. Motor passed motor test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a compromised force sensor system. The customer¿s blood glucose level was 404 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump alarmed compromised force sensor system. During rewind and prime sequence. Customer insulin pump had a motor error alarm as well. The customer¿s parent stated that the drive support cap was sticking out. Customer had a high blood glucose of 404 mg/dl and will treat with insulin pump. Customer's parent declined high blood glucose troubleshooting. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.